Event description:
"The lap electrode was used through a metal trocar port with a plastic reducer. At the end of the procedure, when the port was removed a superficial burn was noted to the subcutaneous layer of the wound."